Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advance for dilation. However, during second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any issues. The procedure was completed with a different device. There were no patient complications reported.